Event description:
This is filed to report chordal tear requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The heart was rotated and the left atrium was small. The first clip was successfully implanted. A second clip was advanced, positioning above the valve was difficult due to the small atrium. The leaflets could not be grasped and did not remain captured to the short posterior mitral leaflet. The clip was not implanted. Clip (10727r148) was advanced, the leaflets could not be grasped and did not remain captured, causing a chordal tear. The clip was not implanted. Another clip was implanted to treat the chordal tear. The final mr grade was 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on available information, the reported positioning failure (leaflet grasping ¿ clip not implanted) and positioning failure (leaflet capture ¿ clip not implanted) were related to challenging anatomy. The reported tissue injury (chordal tear) appears to be related to the difficult clip positioning. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.